Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the day following implant procedure, the patient had severe back and chest pain. Computed tomography (CT) scan was performed and identified a micro cardiac perforation caused by the atrial lead. The physician successfully repositioned the lead on (B)(6) 2021. The patient was in stable condition.